Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 5, 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the original customer service representative (csr) documentation. The patient claimed that the meter was reading inaccurately at 12 noon on (B)(6) 2016, when she obtained an alleged inaccurately high blood glucose result of ¿178 mg/dl¿ on the subject meter compared to ¿98 mg/dl¿ on a onetouch vita meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs¿ criteria for accuracy. The patient manages her diabetes with a combination of medications, including diamicron tablets. She reported that after obtaining the alleged inaccurately high result, she administered an increased dose of diamicron 60 mg. She also reported, 2 hours later, she experienced ¿tickling¿ and she ¿passed out¿ and her husband had to give her ¿some sugar¿ to wake her up at 2:02pm on (B)(6) 2016. She denied that any other device had been used to check her blood sugar level. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the results. However, the csr also noted that the patient had wrongly used the same drop of blood for both tests. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurately high reading on the subject meter, administered increased medication based on the result and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.